Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 400 mg/dl at the time of incident. Troubleshooting was done. The customer had to change both infusion set and reservoir during troubleshooting. The insulin did exit but the insulin pump alarmed no delivery alarm during manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The insulin pump was programmed with fix prime with water filled reservoir. The water did exit the infusion set. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.